Event description:
The sales rep, reported that during a demonstration, the unit was missing a set screw. It is further reported that the surgery had to be cancelled. It is further reported that there was no adverse consequences.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available, it will be reported on a supplemental report.